Manufacturer narrative:
Failure analysis for fiber (B)(4): the fiber cap remains attached and exhibits a drilled through condition; the bevel section does not appear melted; the glass cap exhibits moderate detritus adhesion. Based on the analysis, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the product complaint of "blown fiber tip" cold not be confirmed; a cap melted was observed; the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a prostate procedure, four surgical fibers were damaged at the tip and needed to be replaced (at 1672, 2447, 1041 and 4157 joules of use respectively). The procedure was completed using a fifth surgical fiber. There was no patient injury reported. This report is for the fourth fiber used. Gland volume: 25 ml. 1st failed fiber: time expended: 28 seconds. 2nd failed fiber: time expended: 1:30 minutes. 3rd failed fiber: time expended: 18 seconds. 4th failed fiber: time expended: 1:11 minutes.